Manufacturer narrative:
Broken siderail release handle.

Event description:
It was reported by service report that the foot right siderail was unable to lock. No pt involvement or adverse consequences are reported.